Event description:
It was reported that the handheld won't connect to the implant, despite being reset. Troubleshooting performed: reset handheld. Restarted handheld. Repaired device. The cause is unknown and the issue was not resolved. The patient has a consult for battery pocket revision scheduled for (B)(6) 2025. The rep noted they would submit any new information that becomes available. It was reported that it's very hard to get into the handset to get to the program and it takes 20-25mins to get into the device. Patient reported the implant shuts off by itself and all the batteries are charged up. Patient stated they charge the implantable neurostimulator (ins) every 2 days. Patient stated the external devices shut themselves off. Patient state its very frustrating to use the external devices and they want to throw them out the door. Patient stated they would rather deal with the pain than with the external devices. Patient stated the last agent they spoke with talked down to him like they are stupid. Patient reported manufacturing representative (rep) suggested to replace the handset and the communicator to it's not the external devices issue. Patient stated rep thinks the ins is too far deep and that is why patient is not able to connect to the ins. Patient stated he had the ins implant in one location and now lives in another location and they had a different rep who told the doctor where to place the ins in the body. Agent did not perform any troubleshooting because patient was already annoyed with the devices and they think the devices are not working. Agent sent request to the repair dept for communicator and handset replacement on (B)(6) 2025 the rep reported the patient and device information. The cause is of connection issue is currently unknown. The rep reported the patient told them they recently received new external devices and is testing those. The consultation is on (B)(6) 2025 and rep will send an update afterwards, indicating revision is not currently planned. The issue is not yet resolved.

Manufacturer narrative:
Correction to regulatory report: 3004209178-2025-15902: events merged, with new info indicating aware date of 2025-sep-12. Event resubmitted with all applicable information now included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b3, b5, d6b h1 are updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative that, yes, patient is having implantable pulse generator pocket adjusted lead is being moved up 1 vertebral body minimum. The tentative scheduled date right now is (B)(6) 2026, but patient is on cancellation list to be moved up.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6). Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the current date for the surgery is now 3/12. If that changes again I will update on this thread.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep spoke with dr's pa and she said the patient has cord compression at t11-t12. The patient has an appointment 12/9 to see what he would like to do next. According to pa the lead is sitting at t9 now a level lower than what was labeled in mforce¿s image. They want to offer to revise the lead raise it one level higher also revise ipg pocket. I will update after 12/9 appointment. Rep has new imaging if needed as well from dr's office.

Event description:
It was reported that it's very hard to get into the handset to get to the program and it takes 20-25mins to get into the device. Patient reported the implant shuts off by itself and all the batteries are charged up. Patient stated they charge the implantable neurostimulator (ins) every 2 days. Patient stated the external devices shut themselves off. Patient state its very frustrating to use the external devices and they want to throw them out the door. Patient stated they would rather deal with the pain than with the external devices. Patient reported manufacturing representative (rep) suggested to replace the handset and the communicator to it's not the external devices issue. Patient stated rep thinks the ins is too far deep and that is why patient is not able to connect to the ins. Patient stated they had the ins implant in one location and now lives in another location and they had a different rep who told the doctor where to place the ins in the body. Agent did not perform any troubleshooting because patient was already annoyed with the devices and they think the devices are not working. Agent sent request to the repair dept for communicator and handset replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. There is impingement where lead was placed. Lead was placed for implant 1 level lower than trial placement. Plan is raise lead 1 level higher to match trial placement. Surgery hasn¿t been scheduled yet.

Event description:
Additional information was received from the rep.it was reported that more time will be needed as his appointment isn¿t until (B)(6). The designated date to respond by was (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Patient is contemplating pocket revision. He said he can connect but it takes many tries. He was also spoken to about another spine surgery at pocket revision consultation. Haven¿t heard anything new yet since appointment.